Manufacturer narrative:
One infusion administration set was received for evaluation in relation to the reported event. The returned sample was received in new condition with its original packaging inside a plastic bag. Visual inspection found a new product with all components, no damage or discrepancies were found in the sample, the sample contained the original packaging. Functional testing of the device was unable to confirm or replicate the reported event. All accuracy testing of the device passed. Root cause of the reported event was unable to be determined as it was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the infusion pump read that there should only be 35ml left and that 474ml was infused. The patient did not receive chemotherapy for the past 3-4 days. Therapy was able to be completed. There was no patient injury reported.